Event description:
Surgery occurred on (B)(6) 2018, a st jude / abbott proclaim elite spinal cord stimulator was implanted. Immediately following surgery, I noticed that I am only receiving stimulation in lower left limb, when my chronic pain originated in my lower right limb. Per abbott rep, I had a lot of swelling and it will resolve itself once the swelling goes down. Upon my 1st op visit, I was still experiencing the same issue as well as chronic paralyzing back spasms. I was told by a 2nd rep that I needed new programming. Programming occurred on about 4-5 different occasions and I'm still not getting stimulation in the right leg. Another issue is that I have to increase the stimulation up to around 13 in order to receive stimulation in my right leg, which eventually caused over-stimulation of my nervous system and of the left leg and subsequently of my entire neurological system thus, causing more pain and severe itching / creeping crawling sensations. I was told to use the burst setting instead of the tingling, but that setting does not work because it not only causes itching, but also feel tingling - issues that I did not experience during the trial. I am not supposed to feel any tingling on the burst setting as per the rep and surgeon. I was told by a 3rd rep that my nerves are likely sensitive and that's why I'm feeling that sensation. These things were not discussed with me prior to surgery. Unfortunately, the over-stimulation of the left leg has caused my leg to become numb and go weak. This symptoms or reaction caused me to fall while trying to use the bathroom. The over-stimulation has also caused my nervous system to become hyperactive, causing twitching and stuttering. I contacted the help desk at abbott and was told by a tech that I should not be any of these issues. After following up with my original surgeon and a second opinion surgeon, I was told that the paddle that's placed on my spine is likely too heavy, which is causing these issues, and that I need to have an add'l device implanted to address the lack of stimulation in my right leg. The battery in my right buttocks also causes pain, burning, and bruising. FDA safety report ID# (B)(4).